Event description:
The healthcare professional reported that during a stent-assisted endovascular embolization procedure targeting a wide-necked aneurysm on the internal carotid artery (ica), the 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 9236678) was placed in the target aneurysm and the physician tried to release the stent. During the process of releasing the stent, the distal end of the stent migrated to the aneurysm neck. The physician retracted the stent and delivered it again and released the stent, but the distal markers were converged and could not be opened. The physician removed the stent and the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown) and replaced both devices with competitor brand devices to complete the procedure which was reportedly prolonged by 15 minutes. There was no report of any negative impact to the patient. On 14-apr-2025, additional information was received. The information confirmed the procedure was a stent-assisted embolization procedure that was targeting the internal carotid artery aneurysm. The aneurysm was an unruptured, wide-necked aneurysm. There were vessel nor aneurysm factors that may have contributed to the incomplete expansion of the stent. There was no evidence of obstructed blood flow due to the reported issue. There had been no resistance during the advancement of the stent. An adequate continuous flush was maintained through the microcatheter. The temperature indicator label on the inner pouch been checked and found to be within acceptable criteria. There were no visible kinks nor other damages observed on the microcatheter. It was not known if when the stent was removed, whether it was still on the delivery wire. It was also not known if there were any damages noted on the stent / stent delivery system. There was no negative impact to the patient, and it was not known if the 15-minute procedure extension was considered to be clinically significant.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9236678. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: pc-(B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 22mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. It was noted that the stent component was already detached from the unit. The delivery wire and the introducer were in good condition (i.e., no kinks, no bends, and no elongations). The stent component was inspected under the microscope and no abnormalities were found on it (i.e. No broken struts, no kinks). Both of the stent ends were noted to be completely expanded. The issue reported in the complaint regarding the stent marker bands converging was not confirmed since the stent was noted as already expanding on both ends and no damages were found during the inspection. It is possible that the marker bands may have converged together but apposed to the vessel wall during the procedure. Although no product defect was identified, there may have been other factors that contributed to the failure encountered during the procedure that could not be replicated in the laboratory setting. The issue documented in the complaint that the stent migrated to the aneurysm neck cannot be replicated in the laboratory since the reported issue is specific to the patient and procedure at the time of occurrence. However, stent migration is a known potential issue associated with the use of the device. The instruction for use (IFU) provides proper handling instructions for the device to prevent such issues from occurring. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9236678. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: ¿ maintain adequate stent length (approximately 5 mm) on each side of the aneurysm neck to ensure appropriate neck coverage. ¿ select a stent length that is at least 10 mm longer than the aneurysm neck to maintain a minimum of 5 mm on either side of the aneurysm neck. A large differential in diameter between the proximal and distal segments of the parent vessel may increase the risk of stent migration. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 15-may-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.